Event description:
During a patient's radiation therapy treatment of a 4-field pelvis/prostate boost plan, the therapist found that the collimator angle had been changed to 354 degrees from the planned 0 degrees. The therapist made the appropriate corrections to the plan in rt chart. It was determined by the facility that the patient had been treated for 2 days with this incorrect collimator angle. Based on the information provided by the customer, the effect of misadministration did not result in patient injury. No malfunction occurred.

Manufacturer narrative:
A review of the patient's plan found a plan revision was created, "boost:1" , sometime between the morning treatment in 2006 and the next treatment on the next morning. It was apparently during this plan revision that the collimator angle was mistakenly set to 354 degrees. This issue is a result of the use error. There was no malfunction of the device. At the time varian received this complaint, varian analyzed it and concluded that there had been no serious injury, and that there was no malfunction to recur. We applied the definition of a serious injury as defined in 21 cfr 803.3 (z) (bb) and we also considered the radiation theray medical community's understanding of serious injury for radiation overdose or underdose amongst radiation therapy professionals. For that reason, we would not have submitted an MDR previously. However, varian is reporting this incident as an MDR based upon specific direction from our FDA investigator as to the FDA's interpretation of "serious injury" in the context of radiation therapy.